Event description:
Customer called for assistance with their device. It was discovered that the standard strip was out of calibration. The device was replaced and the defective one returned for investigation. The device was replaced and the defective one returned for investigation.